Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on (B)(6) 2007, declared end of life (eol) due to a greater than 30 second charge time measurement. The monitoring voltage was 2.57 volts. A device replacement procedure had been scheduled for a date it eh near future. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
Approximately (B)(6) later we received information the device was explanted and successfully replaced. There have been no adverse patient effects reported as a result of the procedure.